Event description:
Per independent repair center statement, the unit had low o2. The key failure was the sieve beds had low o2. Additional malfunctions include the pilot valve was alarming, and the 4-way valve was leaking.